Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2004, the pt contacted lifescan (lfs) alleging that his one touch ultra meter would not power on. He had last tested with the meter on a week earlier in the morning. He was feeling shaky and immediately tested with his wife's meter, obtaining a result of 49 mg/dl. He ate something to bring his blood sugar up. He called his physician for advice because his meter would not power on. He then contacted lfs. The customer care representative (ccr) walked the pt through removing and replacing the battery; the meter powered on. Three dashes appeared, indicating that the test strip calibration code needed to be set in the meter. The ccr was not able to successfully walk the pt through setting the calibration code. The issue was not resolved with troubleshooting. The pt neither alleged harm nor experienced injury or medical intervention. Based on the unresolved calibration code issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.